Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. In addition, this lead was laser extracted and the 14 french extraction sheath became stuck on the distal coil. During lead inspection it was found that the gore covering on the distal coil was bunched up and was thought to be the reason why the sheath was stuck. This rv lead was explanted. No adverse patient effects were reported.